Event description:
Patient outcome is reported as stable. This report is for one (1) unknown elastic nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: patient code 3191 used initial report to capture additional medical/surgical intervention required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for unk - elastic nails /unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). Investigation summary: pre-investigation statement: as described in the complaint description it was reported that during a procedure with ten nail system, the ten nail jammed in the ten inserter chuck. It is not possible to release the piece of nail. By the jammed ten nail was visible that this article were cut off near to the inserter chuck. The rest of nail is not available. Therefore no further investigation is possible. The complaint is rated as unconfirmed for this unknown ten nail piece because that there is no allegation against of this article. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for humeral diaphyseal fracture with ten (titanium elastic nail). During the surgery, the surgeon inserted the nail partially by hammering. When he turned the inserter in question to change the holding position, the screw of the inserter got loosen and the nail got unable to detach from the inserter. The surgeon removed the nail from the bone. He inserted the first nail by using an unknown t handle and another implant. In the meantime, the inserter could be detached from the nail and he used the inserter to insert the second nail. However, the inserter got unable to be detached from the second nail again. He cut the implant to finish the surgery. The surgery was delayed by 60 minutes. No further information is available. Concomitant device reported: unknown hammer (part # unknown, lot # unknown, quantity # 1) . This is report 2 of 3 for complaint (B)(4).